Event description:
It was reported via clinical trial that the target lesion was located in the mid left anterior descending (lad)(cass site 13) with 95% stenosis, a length of 24 mm, and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, placement of a 3.0 x 28 mm and a 3.0 x 12 mm study stent, and post-dilatation with 0% residual stenosis. After post dilatation of the study stent was performed, an abrupt closure of the vessel occurred; however, the symptoms were transient. Timi 3 flow restored. The subject was discharged on (B)(6) 2009, on aspirin and clopidogrel. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported occlusion is listed in the instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 3.0 x 28 mm promus rx (1009541-28b/8100761), indicated is being filed under a separate MFR#.